Manufacturer narrative:
(B)(4).

Event description:
The pump delivered lioresal at 110 mcg/day. The patient experienced an overdose. Specific symptoms of overdose were not reported. The expected reservoir volume was 23 ml, the actual reservoir volume was 20 ml. The pump was replaced; the existing catheter remained. Following replacement, the dose was 120 mcg/day and the patient was without overdose symptoms.